Event description:
The customer obtained a blood glucose result of 64mg/dl on accu-chek inform system 1 and blood glucose result of 201mg/dl on the accu-chek inform system 2. The comparisons were obtained within 10 minutes. No reported actions taken or treatment rendered. No adverse event reported. A request was made for the return of the suspected product; replacement was sent.

Manufacturer narrative:
The medwatch is for suspect device accu-chek inform system 1. Reference medwatch with a1 patient for suspect device accu-chek inform system 2.